Event description:
Patient with history of anal dysplasia presented to our office on (B)(6) 2016 for treatment of four high grade intraepithelial lesions. A palpable nodule was noted in the distal rectum approximately 4 cm from the verge well above the treated hsil. The module appeared to have intact mucosa with areas of dysplastic tissue coming through. The nodule was well circumscribed and felt submucosal. The nodule was biopsied and diagnosed as invasive squamous cell carcinoma, moderately differentiated. Patient has been out of the country since diagnosis but is scheduled to return (B)(6) 2017 to be told of diagnosis and referred for treatment. Treatment assignment code: high resolution anoscopy with hyfercation of anal dysplasia. Date of use: start date of first course: (B)(6) 2016. Start date of course associated with expediated report: (B)(6) 2016. Start date of primary ae: (B)(6) 2016. End date of primary ae: na. Course number on which event(s) occurred: 2. Total number of courses to date: 2. Was investigational agent(s): administered on this protocol: na. Physician name: (B)(6).